Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally pulled apart the mechanism for the teflon infusion set insert, resulting in an incorrectly deployed infusion set or an infusion set connector not fully attached, and was then guided through a supply change that resolved the issue. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care. Customer care provided troubleshooting and user education conducted remotely. Investigation of this case revealed user handling error related to the infusion set assembly and connection, with the device itself functioning as designed following correct reassembly and replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and installation error.